Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the pt's aorta was tortuous. The physician attempted to push the stent system forward with force and the stent system broke proximally into two separate pieces. The stent was not implanted. The guiding catheter and stent system were pulled back. The shaft was broken proximally, so all pieces could be removed without difficulty. Another guiding catheter and stent system were used to complete the procedure. There were no pt adverse effects reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.